Event description:
On (B)(6) 2019, the patient contacted lifescan (B)(4), alleging that his onetouch ultra mini meter was reading inaccurately erratic. The following complaint was classified based on information obtained from customer service representative (csr) documentation. Csr noted the patient did not answer the question when did the alleged issue begin. He alleged that he obtained blood glucose readings of ¿104 and 133mg/dl¿ on the subject meter, performed with 20 minutes of each other. Based on statistical methodology these readings exceed lifescan¿s criteria for precision. The patient was unwilling to confirm how he manages his diabetes or if he made any changes to his normal routine. He alleged that at an unknown time he developed symptoms of ¿fever¿. The patient denied to answer the question around treatment. During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, the correct testing steps were being followed, and the patient had used an approved sample site to obtain the blood samples. The csr confirmed that the patient¿s test strips had been stored correctly, were within expiry date and the test strip vial was not cracked or broken. The csr noted the patient did not have control solution. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury adverse event. The patient did not develop signs/symptoms suggestive of a serious injury, nor did he receive medical intervention for an acute blood glucose excursion. However, this complaint is being reported as a malfunction because the calculated difference between the reported results falls outside lfs¿ accuracy criteria and the alleged inaccuracy was not resolved during troubleshooting.